Event description:
During preventative maintenance of the device, the user reported the device rebooted then went to standby mode. The user attempted to re-enter another mode, but the reboot issue re-occurred. Since the event occurred during preventative maintenance, there was no pt involvement during this event.